Manufacturer narrative:
The device was evaluated by a zoll representative on site. The customer's report was duplicated the multifunction cable was replaced to resolve the report. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.